Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s ilet alerted for an urgent low glucose at 40 mg/dl. The user consumed sweets and reported no symptoms. Follow-up records showed intermittent cgm signal losses and multiple meal announcements within a short period. Bg values later returned to range. No medical intervention required.